Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported the customer had a no delivery alarm. The customer also inquired what he would do if the insulin pump alarmed no delivery and he did not have another infusion set available. The customer was advised to call back when the alarm was occuring to troubleshoot. The customer was also advised to use a back-up plan if there was not any infusion set available. No additional information provided.